Event description:
A (B)(6) male patient contacted zoll customer support to report a 204 service code. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the green (+3.3 v) wire was open in the trunk cable connector. The cause of the service code is the open green wire. The cause for the open wire is damage to the trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged connector and wire. The patient received a replacement electrode belt.